Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's old implantable pulse generator (ipg) had migrated to a deeper spot in the body and was unable to be interrogated. The physician chose to not explant the device due to severe fibrosis. No patient complications have been reported as a result of this event.